Event description:
It was reported that there was a blurry image during procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [cloudy] was confirmed. According to henke: scope evaluated as a level 3. Severe distal tip/fiber damage, residue/chip/scratched distal negative lens, dents. Complaint for ¿cloudy image, burr on distal end of scope¿ has been confirmed. Probably root cause for this failure is: is due to customer use and handling. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image during procedure.